Manufacturer narrative:
An investigation of production records such as the device history record of lot checked showed no irregularities or deviations in relation to the product problem description. The review confirms that the production of the affected product was in accordance with the quality management system and applicable procedures. The records confirm compliance with the product specification and product conformity. No further complaints regarding the affected lot were registered. Although requested multiple times, the product was not returned to the manufacturer. A product investigation could not be conducted. Although requested multiple times, no information regarding the used instruments such as the injector/loader was provided. A review of the complaint records showed that the user facility ((B)(4)) was already marked in 2023 by an increased number of product problem notifications. Additionally, in 2024, three further product problems were registered from the same user facility, all originating from the same user ((B)(6)). The occurrence of complaints due to a defective (broken) ring is retrospectively proven to be "rarely" since the year 2013. The trend analysis of the complaint rates in the last 11 years shows an indication for a decreasing trend. The overall complaint rate is very low (B)(4). The risk analysis and the review of the IFU were considered as acceptable. Based on the provided information, the root cause of the product problem could not be determined. It is suspected that user-related factors such as handling or loading techniques might have contributed to the product problem as the ring broke during manipulation and three further product problems are linked to the same user. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
"Defective was all that was noted".